Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: no information. Date and name of initial surgical procedure? On (B)(6) 2015 and a laparoscopic the left external inguinal hernia repair the diagnosis and indication for the initial surgical procedure? Inguinal hernia repair and indication is unknown. What were current symptoms following the index surgical procedure? Onset date? The surgical site was swelled on (B)(6) 2016. The reoperation was done on (B)(6) 2016. The physiomesh was not removed and the new patch of medicon was used. The doctor said the condition of physiomesh was not seemed clearly. Other relevant patient history/concomitant medications: no information. What is physician¿s opinion as to the etiology of or contributing factors to this event? The doctor said the etiology or contributing factors could not be identified. Was the hernia repair associated with this event performed on primary or recurrent hernia? Primary. What was the defect size/type/location of the hernia associated with this event? The left external inguinal hernia and about 5-10cm. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? No information. Please provide the reoperation results. Are there any pictures available? No. What is the patient¿s current status? The sale rep. Reported on (B)(6) that postoperative bleeding and the patient was in the hospital.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a laparoscopic left inguinal hernia repair/tapp procedure on (B)(6) 2015 and the mesh was implanted. Following the procedure, it has been observed swelling of surgery sites and the patient was diagnosed with the reoccurrence of hernia on around (B)(6) 2016. The doctor opined that the reason of hernia reoccurrence was not known. The patient will have a scheduled re-operation on (B)(6) 2016. Additional information has been requested.